Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray board was reseated and the filament drive was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an error message displayed. No pt injury was reported.